Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
The device was returned for further evaluation. During testing, the unit powered on successfully and passed both a manual selftest and a shock test. Further investigation identified increased standby current, which resulted in the premature battery depletion. Additional analysis attributed the increased standby current to a failed ic chip.